Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported a loss of capture and low impedance were observed on the right ventricular (rv) lead. Additional information was requested, but is not yet available.

Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event. The patient was in stable condition.